Event description:
It was reported that the patient presented to the clinic for a device exchange procedure. During the procedure, it was noted that the newly implanted left ventricular (lv) lead was fractured and visibly bent. The lv lead was not used, and an alternate lead was implanted instead on (B)(6) 2025. Subsequently, the patient was discharged.